Event description:
It was reported by patient that cleo90 part detached from adhesive falling off body. This issue was resolved by changing the infusion set. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.